Event description:
It has been reported that the left wheel on an m91 power chair came off while out for a walk. The end user was stranded until someone came out to put the wheel back on the chair, and was sunburned. The end user's husband reported that the sunburn seemed okay and it had a scab on it. The husband reported putting a medicated power on the sunburn to dry it out. No report of medical intervention being sought.